Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the returned device a probable cause is unable to be determined.

Event description:
The event occurred at 0652 am and involved a 72" smallbore ext set w/clamp, rotating luer that the customer reported cracked tubing and the tubing full of air. It was reported that the lipids were changed at 0600 split bag, and at 0652 am the lipids were found to be leaking onto the floor. A small amount of air was aspirated out of the peripherally inserted central catheter (PICC) extension and flushed with saline. The air did not get to the baby and the lipids tubing was changed to address the issue. There was patient involvement, however, no serious injury, and no death or potential death.